Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died in the morning. The screen was blank. They customer reported that they went hiking and had sweated. There was some condensation under the screen but it went away. The customer¿s blood glucose level was unknown. There was a slight crack on the device. They declined troubleshooting for the blank display. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit, failed batt test alarms and low reservoir alarm noted during testing. Unit passed self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.